Event description:
A healthcare professional reported ¿removal of cracked device¿ affected side is unknown. Device has been explanted and the explantation date was not provided.

Manufacturer narrative:
Initial reporter phone number/fax number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.